Event description:
Procedure: laparoscopic hernia repair. Reportedly, after inflation of the device, the dissector balloon was being moved in the preperitoneal cavity area when the balloon ruptured. Two pieces were separated from the balloon. The pieces were retrieved. No patient injury reported.